Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, fenestrated bipolar forceps instrument had a broken conductor wire (black). The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary was noted. The issue was identified during dissecting. The surgeon did not notice issues with the functionality of the instrument during the procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragment fell during the instrument collision. It is unknown if the instrument was removed prior to the breakage. It is unknown if there was resistance upon removal of the instrument. There was no damage to the cannula after the event was noted. A broken piece was retrieved with laparoscopic forces. All fragments were retrieved (the surgeon was aware that there was only one piece). It was also confirmed by x-ray, which is one of the usual post-operative tests. There was no additional surgical procedure needed. There was no injury to the patient. The procedure was completed robotically. No photographic images of the device or a video recording of the procedure are available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. There was no damage to the conductor wire observed. The complaint was confirmed by failure analysis.